Event description:
A customer reported via phone call indicating physical damage in the drive support cap of their insulin pump. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, protruded/loose drive support disk, detached end cap. See svn (B)(4) for related documentation.